Event description:
Facility reported that they have had alleged powerglide "sheering" issues.

Manufacturer narrative:
A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complainant. The device has not been returned to the MFR, at this time, for eval.